Event description:
It was reported that during the implant procedure the helix was not working properly. The lead was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B) (4): the full lead was returned with the helix fully retracted and the distal conductor distorted and fractured within the connector. The guide tooth was damaged. Electrical testing determined that continuity of the proximal conductor was complete.